Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of experiencing instability and a decline in the image quality of the ultrasound used for PICC procedures was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported customer is experiencing instability and a decline in the image quality of the ultrasound used for PICC procedures. After an intervention performed by the bd technical team, with adjustment/calibration of the equipment, a worsening in image quality was observed.